Manufacturer narrative:
Additional information was received on 2/23/2017. Original surgery date updated to (B)(6) 2006.

Manufacturer narrative:
This is the same event as 3010536692-2015-01999.

Event description:
Allegedly, patient was revised due to cup loosening. Additional information received (B)(6) 2015: per sales rep the patient was revised due to cup loosening; mom. The cup, head, and neck were revised.